Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was confirmed via returned device analysis. Additionally, a gripper line was observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported single gripper actuation issue was likely a cascading event of the reported broken gripper line. The investigation determined the broken gripper line to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), implantable cardioverter defibrillator (ICD) leads, with calcified and thickened anterior mitral leaflet for a mitraclip procedure. During the procedure, the first mitraclip xtw attempted to grasp the leaflets twice. The clip was taken back to the left atrium and re-oriented, when it was noted that the tactile gripper was not lowering. The clip was removed and replaced. The procedure was completed with grade <1 mr. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na